Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The insulin pump was received with cracked reservoir tube lip and fading serial number label. The test infusion set/reservoir remains in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the pump under the retainer ring on reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.